Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 390 mg/dl; customer alleged an unspecified pump issue resulted in elevated bg. Customer addressed bg level by delivering a bolus. Reportedly, the customer continued to use the pump was insulin delivery.